Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a charged coupled device failure. In addition, leak at the el-connector lock pin and scratches/dents/crack were observed on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.